Manufacturer narrative:
Concomitant medical products: product ID 3587a, lot# lb9713, implanted: (B)(6) 2004, product type: lead; product ID 7489, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 3587a, lot# lb9713, implanted: (B)(6) 2004, product type: lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had their device removed on (B)(6). They had to pick out corroded wires with tweezers and this took 3.5 hours. This system worked for a while. During surgery the physician had to take x-rays and continued using tweezers to make sure they got everything out. They had never had so much pain in their life. This was their fourth surgery in their life, 38 staples and four incisions to get the lead out. The stimulation worked intermittently. It worked fine when they first went to their physician about three years ago and it stopped working. They did a major surgery on their back to put rods and screws in. It quit working two years ago and occasionally it would work and more often not work. Often it would not turn on at all, the longer it went it did not work at all. The patient had other major medical problems that involved hernia and ovaries. They discussed this with their physician and thought it was more important to have an MRI. There was a 12 inch hernia and colostomy and decided to take everything out. Total decompression and laminectomy and was in the hospital for five days. Still had home health coming. Incision got infection and got a urinary infection turned into a big surgery that should not have. Four surgeries on their back and 6 dozen on their abdomen, had colostomy repairs and no longer reparable, too large. The patient could not take narcotic medication and that was why she had the spinal cord stimulator (scs) placed. The patient could not even sleep the pain was so bad after surgery. Additional information was received indicating that the patient had a 50% or greater symptoms reduction. There was an MRI and CT myelo as troubleshooting and the cause for the event was not determined. It was noted that all parts of the lead were explanted and were not to be returned. The patient recovered without permanent impairment.